Event description:
It was reported that the device had channel error during an infusion of "csl ivt" at 125ml/hr. The event occurred in the intensive care unit. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device available for eval? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the system alarming channel error was confirmed through a review of the device logs and during laboratory testing. A review of the device error logs showed that on (B)(6) 2025 at 7:47:17 am, the suspect pump module s/n (B)(6) presented the error code 240.4150.0 (fatal severity; bottle side pressure sensor failure). A review of the device event logs showed that on (B)(6) 2025 at 6:47:57 am, the suspect pump module s/n (B)(6) was selected for programming: guardrails IV fluids; hartmans (drugid=2); rate=125 ml/h; volume to be infused (vtbi)=911 ml; primary volume infused (pvi)=1148.4 ml; secondary volume infused (svi)=0. Between 7:37 am and 7:40 am the device alarmed air in line alarm five times and safety clamp open three times. The user selected restart five times. Pvi=1253.07 ml between 7:40 am and 7:46 am the device alarmed safety clamp open three times. The user selected pause one time and restart four times. Pvi=1257.94 ml at 7:47 am the pcu alarmed channel error. At 7:48 am the unit was channeled off by the user. Pvi=1258.42 ml pressure sensor malfunction product analysis procedure on suspect pump module showed that the device had a faulty bottle side pressure sensor, asm analog sensors test results showed that the bottle side pressure sensor would stay below 0.85 volts when not pressed upon gently applying pressure the sensors would rise to 4.9 volts but wouldn¿t return to 0.85 to 0.9 volts as expected when released, getting ¿stuck¿ at 4.9 volts confirming that the sensor is faulty and out of specification. An external and internal inspection of the suspect pump module exhibited the following: no obvious issues or anomalies were observed with the returned device. All components inspected were manufactured by bd. The bd alaris system channel error tip sheet has information regarding instructions on how to deal and troubleshoot channel malfunctions. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key; operation of the affected channel will be stopped. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n:(B)(6) (w/o: (B)(6)) please replace bottle side pressure sensor. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report the device presenting a channel error is attributed to a faulty bottle side pressure sensor on the returned suspect pump module. Test results showed that the bottle side pressure sensor was faulty and out of specification. Note that this report lists imdrf annex a1801, g04088, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error during an infusion of "csl ivt" at 125ml/hr. The event occurred in the intensive care unit. There was patient involvement but no harm.